Event description:
It was reported that vns patient was seen in clinic and his device showed high lead impedance and low output current. Patient had a generator and lead replacement. After surgery, high impedance was resolved. Listed explant facility is a no return site, therefore product analysis is not possible. No other relevant information has been received to date.